Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving multiple air detected in cassette warnings during fill 4 of 5. The fresenius technical support representative assisted with bypassing the patient to dwell 4 and the issue did not reoccur. Additionally, it was reported that an unspecified fluid leak was discovered during an unknown phase of treatment. Upon follow up, the patient contact confirmed that the cycler alarmed with multiple air detected in cassette warnings, however, they could not confirm a fluid leak was experienced during the reported event. The patient contact confirmed that the patient was able to bypass the alarms and complete treatment on the cycler without reoccurrence of the reported alarms. The patient contact confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The cycler is not available for return. The patient contact stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving multiple air detected in cassette warnings during fill 4 of 5. The fresenius technical support representative assisted with bypassing the patient to dwell 4 and the issue did not reoccur. Additionally, it was reported that an unspecified fluid leak was discovered during an unknown phase of treatment. Upon follow up, the patient contact confirmed that the cycler alarmed with multiple air detected in cassette warnings, however, they could not confirm a fluid leak was experienced during the reported event. The patient contact confirmed that the patient was able to bypass the alarms and complete treatment on the cycler without reoccurrence of the reported alarms. The patient contact confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The cycler is not available for return. The patient contact stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: fresenius technical service provided a documentation correction to the initial report which stated there was not a fluid leak at the time of the reported event. It has been determined that the event reported on 2937457-2021-01087 is not a reportable event related to fresenius products. There was no allegation of serious injury, adverse event, or reportable malfunction related to fresenius products. There will be no further updates on 2937457-2021-01087.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving multiple air detected in cassette warnings during fill 4 of 5. The fresenius technical support representative assisted with bypassing the patient to dwell 4 and the issue did not reoccur. Additionally, it was reported that an unspecified fluid leak was discovered during an unknown phase of treatment. Upon follow up, the patient contact confirmed that the cycler alarmed with multiple air detected in cassette warnings, however, they could not confirm a fluid leak was experienced during the reported event. The patient contact confirmed that the patient was able to bypass the alarms and complete treatment on the cycler without reoccurrence of the reported alarms. The patient contact confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The cycler is not available for return. The patient contact stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.